Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical products: item # 14.32.07-20/ cocr head /lot#23868488. Report source: (B)(6).

Event description:
It was reported patient underwent hip revision surgery approximately 13 years post-implantation as the ring on the constrained liner had disengaged. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual review of the device shows the liner wall has broken. Nicks, gouges, and scratches were noted across all areas of the liner. Cuts were noted in the outer spherical surface. Anti rotation scallops are deformed and damaged. Constraining ring shows signs of use. Nicks and scratches were noted. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated/corrected updated: g4; h2. Corrected: d4.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty procedure subsequently, the patient underwent revision of the head and liner twice. The patient underwent a third revision due to failed hip arthroplasty. The hip was dislocated. The constrained liner's ring was disengaged and fractured. The stem was well fixed. There was mild metallosis and mild trunnion damage. The shell's locking mechanism was intact. Head and liner were replaced with new zimmer biomet products. No other findings/complications related to the reported event were noted. The additional information received does not change the final conclusions of previous investigation; root cause remains unknown.

Event description:
It was reported that patient was revised 13 years post revision due to disengagement of the locking ring with liner fracture and mild metallosis. Head and liner were replaced without complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were not provided for this revision surgery. Incomplete operative notes were provided for the initial procedure and following two revisions. The patient was revised due to loosening of the acetabular component. The shell, liner and head were replaced. The patient was revised again due to instability likely associated with soft tissue laxity. A new shell was placed and the liner was replaced with a constrained liner. The head was replaced. An x-ray was provided and reviewed by an hcp. Radiographs indicate displacement of the constraining ring from its normal position. The prosthetic femoral head is proximally subluxed from the center of the acetabular cup. There is no fracture. Two small areas of radiolucency may represent minimal osteolysis along the proximal femur at gruen zones 1 and 2. Bone quality was noted as osteopenic. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event was determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.